Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker complained of palpitations. A device evaluation was done and the presenting electrogram (egm) showed atrial pacing with rate smoothing down that was conducting to the ventricle, and the intervals were near the maximum pacing rate of 120bpm. Reprogramming was performed and the rate decreased to the lower rate limit of 60ppm. A memory download was performed, sent to boston scientific for evaluation, and an engineer reviewed the data. It was determined that the high rate pacing was due to a known interaction between some features of the device. Additional reprogramming was then performed to mitigate the issue. The device remains in service, and no additional adverse patient effects or symptoms were reported.